Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System may have locked up during a tee study. Investigation in process as service logs do not match customer's report.